Event description:
It was reported that during an "antegrade" stent placement procedure, a coating detachment occurred. The lesion was located in an unspecified ureter. The 0.035 amplatz guide wire was advanced to the lesion, however, the teflon coating unraveled and detached inside the patient. The detached portion was retrieved utilizing a 1.9fr. Zero tip basket. The procedure was completed with another of the same device. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.